Event description:
Event 1: as reported by the user facility: per customer email to cardinal: yesterday our dci lafayette clinic experienced multiple bloodlines with holes in them on the blood pump portion of the line. They have saved 2 of the lines that were used if you need them. Upon inspection of other lines in this same lot they found many more. Per email attachment: air noticed in line with blood leaking around blood pump. Patients rinsed back as much as safely possible. After removing blood lines a tear in the line was visible. This happened again with another patient. After the second incident all lines with the lot # 230118 was pulled from floor. Upone examining some of the pulled lines 6 other lines were noticed to have 'tears' in the blood pump portion of line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1 a review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Three (3) used samples without original packaging and five (5) photographs were provided for evaluation. A visual examination was performed on the photographs and the samples returned; it was noted that a small cut was observed in the arterial line pump segment depicted in several of the photographs. Based on the investigation findings, the products were not within specification; therefore, the reported defect was confirmed. While a defect was confirmed, a root cause could nto be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.